Event description:
The device was explanted. No additional details were provided. The pump was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.